Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported the device displayed the replace generator soon message and it is unknown if the device depleted prematurely. The patient is receiving therapy but will likely require surgical intervention to address the issue.

Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. ¿additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.¿